Manufacturer narrative:
Additional information added to h6 and h10/h11. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set c, the screw of the return transmission line was observed to be broken. There was patient involvement but no patient impact and no medical intervention reported. No additional information is available.